Manufacturer narrative:
A 13-month complaint and service history review for prog iii calibrator lot# a63c333 from the date of 09jan2020 through aware date (B)(6) 2021 was performed for similar complaints. There were 2 similar complaints including this one identified during the search period. The most probable cause of the reported event was due to normal lot to lot variability. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported a shift upward in the low-level quality control (qc) for progesterone (prog iii) following a calibration. The technical support specialist (tss) sent a different lot of progesterone calibrator to the customer. This caused a delay in reporting progesterone patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A few days later, customer received the new lot of calibrator and performed qc and the results were within published ranges. The aia-900 analyzer is functioning as expected. No further action required by field service.